Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the lad. Approximately 27 months post index procedure, the patient suffered mi and expired. Cause of death was cardiac death and mi. The investigator assessed that the death was possibly related to the study device. The investigator assessed that the mi was possibly related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death, myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (death, myocardial infarction). (B)(4).

Event description:
Patient suffered cardiopulmonary arrest treated with unsuccessful resuscitation prior to death.